Event description:
It was further reported that there was low impedance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was low resistance/impedance noted on the lead. Save to disk (s2d) data shows atrial lead alert time = (B)(4) 2012. Atrial impedance at implant = 606 ohms. Atrial lifetime impedance max/min = 606/56 ohms. (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was low resistance/impedance noted on the lead. Save to disk (s2d) data shows ventricular lead alert time = (B)(4) 2012. Ventricular impedance at implant = 856 ohms. Ventricular lifetime impedance max/min = 856/63 ohms.

Event description:
It was reported that the right ventricular [rv] and atrial leads had varying impedance measurements and variable loss of capture in bipolar pacing configuration. Because the patient is dependent, the patient's current system was programmed to ddd 40 and left in place (in order to back pace if needed) and a new system was implanted on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.